Event description:
It was reported that the patient needed to see a health care provider (hcp) because they had questions why their implant was not working. The patient didn¿t have an overactive bladder or urinary incontinence and they had nerve damage to the bladder and that was causing a big mess and that¿s what the device was implanted for. It was noted that it took 7 years for hcps to get the right diagnosis. The patient¿s therapy did not work and they had to turn stimulation up way high and did not feel stimulation anyways. It was stated that the patient assumed it was because their nerve was being damaged and sometimes their whole bladder and everything disappeared and they had no feeling whatsoever because of the nerve. The patient was wondering if the nerve was getting worse. It was reported that sometimes when the patient turned up stimulation everything was spastic and they didn¿t know if they had the wrong setting or had stimulation too high or if it was their nerve. The patient had their hcp check for a urinary tract infection (uti) because they heard the device could cause infection and they did not have a uti. It had been quite a while or a few months since the therapy stopped working for the patient. It was noted that it did not completely stop working and they had to turn it up to feel something and only felt it for a little while. The patient was trying to find an hcp to treat their condition and was going to try to find an urologist and they had not seen one in a long time. It was stated that the patient might go to a neurosurgeon and the hcp who put it in was the one who checked the patient for infection.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v906984, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reports the patient had just left the neurosurgeon she was seeing for her herniated discs and damaged nerves in her low back and the neurosurgeon wanted her to call and ask if she needed to have the wire and the ins (stimulator) removed or just the ins, in order to get an MRI. The patient was asked if the MRI was related to her manufacturer device therapy and she said the MRI was for herniated disc from a long time ago, before her ins, which damaged nerves for bladder.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she got the device for neurogenic bladder. She had nerve damage from the spine that went to the bladder. She also reported having interstitial cystitis (ic) and rheumatoid arthritis (ra) that was "attacking" her spine which gave her symptoms like multiple sclerosis (ms). She mentioned having major surgery back in (B)(6) 2015 to un-compress some nerves in her back. The patient was not getting relief and the device worked on and off for her. Sometimes she would have to go a lot, sometimes her bladder did not know it was empty and had to go, and sometimes it "spit pee out." The patient felt stimulation depending on how high it was set. With her neurogenic bladder it fluctuated; at one urologist it was set at 3.8 volts and was too high and then at another they put it at 1.3 volts and it was too high. The patient was currently not seeing any doctors.

Event description:
It was later reported that the patient moved and had not been seen by the healthcare provider since (B)(6) 2013. They had no information to provide.

Event description:
Additional information received reports the patient had a neurogenic bladder. The patient stated the healthcare provider told her she needs to see a spine healthcare provider to help her nerve damage. The healthcare provider did the implant but the ins "it's not enough to fix the problem." The ins (stimulator) was 1 of the treatments for neurogenic bladder but she needs something more. She was told by a urologist there's nothing more they can do with her she has to see a spine healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a ¿bleeding incident¿ a few months prior. It was unknown if this was related to the device or not. Additional information received reports the patient still does not have a urologist. Currently she was between doctors and she had not gone to neurosurgeon yet. She had a neurogenic bladder. When her nerve goes dead she does not feel anything including no stimulation. She repeated again, because she does not feel stimulation, she once turned stimulation so high that it apparently caused vaginal bleeding for weeks, on and off. Vaginal bleeding happened 5-6 months ago. It went back to normal after 3 months or so. The patient then had no periods for 3 months after that. Apparently it was working on the nerve and the nerve was dead at that time. Then she had normal period for a couple of months. She was told by hcp(healthcare provider) which was not an urologist that it should be ok and everything will go back to normal. Everything then seemed to be fine but the other day one hcp (healthcare provider) told her she could turn stimulation down since she had so many problems with nerves and bladder. Her pain started getting worse a few days ago. Pain intensified the nerve and was out of control. She was in a lot of pain, therefore, she turned it down. Ever since she turned it down a few days ago, it went completely haywire. She then turned ins(stimulator) back up but she thinks she messed up settings now. She was dying in pain. The patient was asked when pain start and stated she had pain every day. That's why she had been pushing to go to neurosurgeon because she has ins for bladder but she needs to go to neurosurgeon for spine and the nerve damage part. Her nerve was out of control. She got stabbing bladder pain, got pain along the nerve and 'it is a nightmare'. Her bladder pain gets so bad, it feels like her bladder was inside out. The ins actually helped her with that pain and her ins was the only thing that was helping with it. The implant was the only treatment she had for this ¿nightmare¿. The pain that she had before she was implanted was worse. The day of call the patient ask if she should stay on this setting since she was going to see a neurosurgeon soon or if she should change it to a certain setting.

Event description:
Additional information was received. Consumer reported they had herniated discs and that their nerves were wrapped around a disc so some nerves were dead. The stimulator had helped but it didn't fix anything. The patient had surgery to "unpress the nerves." They thought it was way too late and the nerves were not regenerating. Patient also reported bladder spasms (the muscles around the bladder). The muscles were not in sync and it was as painful as can be. Patient reported they were now on medication for damaged nerves and spasticity. No further complications anticipated.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a problem with the patient programmer. The patient programmer was not syncing. The patient programmer screen would go blank and showed splash screen. The patient programmer had not been dropped or wet. The patient was using (B)(6) batteries and had last changed batteries "not too long ago" . The patient took out and put back in batteries today. The patient tried a set of (B)(6) batteries and this resolved the issue. The patient programmer was functioning as designed. It was noted that patient was implanted for off label use, caller has "desd" neurogenic bladder / nerve damage. The patient noted sometimes her bladder will "disappear" due to nerve damage. She will not feel anything. She also does not feel stim at this time. The patient had turned stim up during this time, then when sensation comes back stim is too high and painful. This had been going on for months. More than a couple months and her nerve had gotten worse. It was noted; "nerve got out of hand". Last month the patient did this and felt painful, uncomfortable high stim and had vaginal bleeding off and on for weeks after. The patient wasn't sure if this could have been caused by high stim. The hcp (healthcare provider) wanted the patient to see a neurosurgeon to fix nerve issues before hcp will do any implantable neurostimulator (ins) programming.

Event description:
Additional information received from the patient reported that she had a back condition, bladder problems, and spine problems prior to getting the device. She also had nerve damage, damage going down her legs, a dead nerve, and a ton of compressed nerves. Her bladder and spine problems were treated separately until she was finally diagnosed with a neurogenic bladder prior to getting the device. The implantable neurostimulator (ins) was for spastic nerves that were damaged and neurogenic bladder to try to get the bladder working normally. The patient recently had a discectomy and fusion to treat all of the compressed nerves and three herniated discs; the only way to have any relief was to have surgery, there was no way the ins was going to fix the problem, and her healthcare provider did not think the discectomy was related to the device or therapy. She had major pain issues. The patient noted that it was related, but completely different from the neurogenic bladder. On (B)(6) 2015, she reported no suspected problem with the device or therapy and the device helped her symptoms a lot. On (B)(6) 2015, the patient reported a loss of therapy and she was dying in pain. Whenever she did anything physical she had pain, and she had had constant problems since implant. She just had surgery for the other end of the neurogenic bladder and was a mess. She wanted to have the ins removed because she couldn't find a doctor to help her. No diagnostics or interventions were reported related to the patient's pain. Further follow-up is being conducted to obtain additional information.